Event description:
Since I switched to dexcom g7 my readings have been off for approximately 2 days before finally settling down and being correct. The g7 not only gives incorrect blood sugar readings but the connection between it and my tandem insulin pump is often disconnected due to bad blue-tooth connections. The g6 was much more accurate and I rarely lost readings let alone had 2 days of using finger sticks to double check my blood sugar. The g7 is awful.